Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding instability involving a dura duration a/p tib med 13 was reported. The event was not confirmed. Device evaluation and results: visual inspection of the device shows subsurface delamination leading to a raised portion in the articulating surface. No discrepancies other than wear after 15 years were noted. Medical records received and evaluation: rejected for medical review as insufficient information was received. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event indicates a revision of the insert and patella due to laxity. The exact cause of the event could not be determined although it is likely that the raised articulating surface due to subsurface delamination contributed to the ¿popping¿ and ¿pain¿ that the patient experienced. The device was implanted for approximately 15 years which could have contributed to the increased wear and delamination. Additional information such as patient history and operative notes are needed to determine root cause.

Event description:
It was reported that patient was revised due to laxity. Surgeon had implanted a (B)(4) patella triathlon x3 and 6642-1-722 insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised due to laxity. Surgeon had implanted a (B)(6) patella triathlon x3 and 6642-1-722 insert.